Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. The cause and organism of the peritonitis was unknown. The patient was hospitalized from (B)(6) 2011 and treatment was not reported. On an unreported date, the patient had recovered from the peritonitis. Dianeal therapies were ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11a14055 and h10j18018 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.